Manufacturer narrative:
Corrected data: b5, d1, d8, e1, g1 and h6.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting and developed paradoxical hyperplasia (ph) that was treated with liposuction.

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting treatment and may have developed paradoxical adipose hyperplasia (pah).